Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving an unknown dose and concentration of baclofen via intrathecal infusion pump for intractable spasticity. It was reported that bruising was noticed over the weekend and it had progressed. The patient went into neurosurgery yesterday ((B)(6) 2020). It was reported that the patient was seeing a new healthcare professional (hcp) and they stated the pump appeared too big for their body and was pushing through the skin. It was reported that they couldn't get a new pump until (B)(6) 2020 due to pump shortage. It was reported that the patient had mild infection with no fever and was at home. It was stated that the patient was being weaned down as of (B)(6) 2020 because they figure a smaller pump is needed. The dosage was changed but the new dosage was unknown. The caller stated that the new hcp was ¿dr. Able¿, but further info was not provided. It was reported that the patient had the current pump placed (B)(6) 2020 for normal battery depletion. The caller thought it was a 4 0ml pump. The caller stated that it was an ¿emergency¿ that the patient has the pump replaced before september. They were redirected to their hcp, which they would be seeing tomorrow ((B)(6) 2020). No further complications were reported.